Manufacturer narrative:
Upon internal review on 7/28/2020, it was discovered that the "analysis of production records" method code (h6) was mistakenly omitted from the initial report. This supplemental report has been updated with the proper coding. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
Additional information was received on july 22, 2020 updating the concomitant product information from unk_soundstar to soundstar eco sms 8f catheter. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device 30344074m number, and no internal action related to the complaint was found during the review. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Initial reporter phone: (B)(6). Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with thermocool® smart touch® sf bi-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis. Steam pop occurred during cavotricuspid isthmus (cti) ablation. After that the patient¿s blood pressure dropped. Cardiac tamponade was confirmed by the soundstar catheter when monitoring the left and right ventricles. Pericardiocentesis was performed to drain an unspecified amount of fluid from the pericardial space. The patient was then transferred to the intensive care unit and its condition progressed toward recovery. There¿s no indication that extended hospitalization was required. Physician¿s opinion regarding the cause of the adverse event was not provided. No bwi product malfunctions were reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.

Manufacturer narrative:
Additional information received on (B)(6)2020. The gender of the patient is male. Therefore, field a3. Sex was processed. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).